Manufacturer narrative:
(B) (4). A request for the return of the device has been made. Should the pump be received for eval, a f/u report will be filed upon completion of an eval or if any add'l info becomes available.

Event description:
The baxter infusion systems sales rep reported on behalf of the facility a colleague infusion pump which had failed to alarm during pt use. No pt injury or medical intervention was associated with this event. No add'l info is available.